Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-03575, 1627487-2020-03576, 1627487-2020-21884. It was reported that the patient's left supra-orbital lead was pulled back while repositioning the patient's occipital leads. As a result, that lead was also repositioned during the procedure on (B)(6) 2020, resolving the issue. It is unknown which lead supra-orbital lead had migrated, so both are being reported.

Event description:
Additional information received indicates that the patient was experiencing ineffective stimulation, and that the patient's leads might have migrated into the patient's neck. As a result, the patient underwent surgical intervention during which the system was explanted.